Manufacturer narrative:
The device was returned due to embolization. The investigation confirmed the device met all functional and dimensional specifications when analyzed at (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a patient with acute myocardial infarction with septal rupture, was taken to the cath lab for implant of a 12mm amplatzer muscular vsd occluder. Over the course of several days, the mi/rupture progressed which led to device embolization to the right pulmonary artery as confirmed by x-ray. On (B)(6) 2018, the patient was brought to the cath lab and the device was successfully retrieved using a 25mm gooseneck snare. The patient considered a poor surgical candidate and the decision was made to proceed with a second attempt using a closure device. A 28mm amplatzer septal occluder was successfully deployed and the patient returned to the cardiac ICU. The patient continued to do poorly throughout the day and later that evening the family decided to withdraw support. The patient expired that evening. The cause of death was cardiogenic shock secondary to the mi with septal rupture. Per the physician, the patient's death was not related to the performance of the occluders but due to the patient clinical condition.

Event description:
On (B)(6) 2018, a patient with acute myocardial infarction with septal rupture, was taken to the cath lab for implant of a 12 mm amplatzer muscular vsd occluder. Over the course of several days, the mi/rupture progressed leading to the device to embolize to the right pulmonary artery as confirmed by x-ray. On (B)(6) 2018, the patient was brought to the cath lab and the device was successfully retrieved using a 25 mm gooseneck snare. The patient was determined to be a poor surgical candidate and the decision was made to proceed with another attempt using a closure device. A 28 mm amplatzer septal occluder was successfully deployed and the patient returned to the cardiac ICU. The patient continued to do poorly throughout the day and the family decided to withdraw support later that evening. The patient expired that evening. The cause of death was cardiogenic shock secondary to the mi with septal rupture. Per the physician, the patient's death was not related to the performance of the occluders.